Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary photos were provided for review. The photo investigation revealed the screw head was observed damaged, the threaded body was separated from the screw head. Threaded body was not visible on image. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces. However, with available information complete potential cause can not be established. The overall complaint was confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would have contributed to the complained device issue. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the head of the rapidsorb cortscr ø2 l4 2u was slightly deformed/damaged and the threaded body was separated from the screw head. The threaded body was not returned for evaluation, only the screw head was received. The observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. Surgical technique was reviewed and the following relevant statement was found at page 18 and 19: if too much force is used to insert the screwdriver shaft into the screw head, the cruciform slot could be damaged, resulting in poor screw pick-up and insertion. Overinsertion of the screw beyond its initial contact with the plate may result in breakage or deformation of the screw head. If screw insertion proves difficult, this is most probably due to an insufficiently tapped hole. In such cases, carefully withdraw the screw and re-tap the hole, ensuring that the tap is fully inserted and sufficiently sharp. Replace the screw if the screw or screw head is damaged. If the screw head breaks or the bone strips out during screw insertion, an emergency screw must be inserted. A dimensional inspection could not be not performed due to the damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u was consistent with the reported condition. Based on the investigation findings, the potential cause is traced to the application of significant torque during implantation. There is no indication that a design or manufacturing issue has caused the reported complaint condition and it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history part:806.004.02s lot:309l645 manufacturing site: werk bio oberdorf supplier: na release to warehouse date:24 jul 2024 expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified., part:806.004.02s lot:309l645 manufacturing site: werk bio oberdorf supplier: na release to warehouse date:24 jul 2024 expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the intracranial hematoma evacuation surgery, when inserting the 2 screws, they broke intraoperatively. Another 2 screws were used and the same problem happened again. All the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No surgical delay noted. No additional information could be provided.